Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The right hypogastric artery was previously occluded prior to stent graft placement. It was reported the ipsilateral stent graft covered the left hypogastric artery. The physician elected to perform a femoral retroperitoneal cut down. The physician cut off and removed approx 1 cm of the stent graft, which was covering the left hypogastric artery. The blood flow was to the hypogastric artery was good. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention).